Manufacturer narrative:
We received information from the facility that there was no patient contact with the intraocular lens (iol) or any complaint concerning the iol. The unplanned vitrectomy occurred due to weak patient anatomy during phacoemulsification with a amo whitestar signature machine. There was no complaint reported against the functionality of the machine. The doctor was able to successfully complete the rest of the surgery without any complications and the patient is reported to be doing fine. The contact person did not have any patient identifiers or other information. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
(B)(6). All process operations presented in the manufacturing record from generation to boxing were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. No deviation or nonconformance (ncr) related to the customer claim was generated. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. The returned sample was inspected at 10x microscope magnification. Visual inspection revealed that the lens was received with surface residuals (debris/particles) compatible with handling the lens out of sterile environment. No other cosmetic condition or manufacturing defect was observed in the sample returned. Placeholder.

Event description:
We received a report that during the implantation of an intraocular lens (iol) the surgeon performed an unplanned vitrectomy. He also changed from a one-piece iol to a three-piece iol. Multiple questions were asked to obtain the patient's age, gender, details of report and patient outcome; however, no other information was provided.